Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced one infusion set cannula kinked event on (B)(6) 2025. The event occurred within 3 hours of insertion. The insertion site was thigh. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the investigation related to this complaint was conducted and completed on october 19, 2023, under the previous procedure. Reference samples from lot no. 6000149 were tested and documented in trackwise record (B)(4) on the same date. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. The batch record 6000149 was verified and it was found within specifications. Device history record (DHR) review: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 12-jun-2025 against malfunction code 7 soft cannula found kinked upon removal from infusion site soft cannula found kinked upon removal from infusion site and lot 6000149, with no trend identified. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.